Event description:
It was reported that removal difficulties were encountered. The 80-90% stenosed target lesion was located in the severely tortuous and severely calcified proximal circumflex artery. Small diameter balloons were used to prepare the vessel to make a larger diameter for the 2.50mm x 10mm wolverine cutting balloon. The wolverine was used to fracture the calcium and a 3.0 x12 nc emerge balloon catheter used for dilatation. Both the wolverine and emerge devices had difficulty crossing the lesion because of the anatomy of the vessel. A 3.00 x 48mm synergy xd drug-eluting stent was advanced and the stent delivered exceptionally well. The stent was deployed for about 20 seconds. Post deployment, the stent delivery system (sds) balloon was deflated but was unable to be removed from the stent. The physician tried to re-inflate and deflate the balloon, and advance the balloon forward but it would not advance. The physician then pulled double negative with a stopcock on the sds but the balloon would not budge. Eventually, the physician lost guide catheter position and the delivery system pulled lose. The device was removed fully deflated and the procedure was completed with another of the same device. The patient showed no signs of distress at any time and no patient complications were reported. It was further reported that there was a significant bend involved in the lesion. The sds balloon inflations were performed at nominal pressure for roughly 5-8 seconds and not 20 seconds as previously reported. The physician waited until there was no contrast visible in the balloon before pulling back the device. Absence of contrast was confirmed under fluoroscopy.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
It was reported that removal difficulties were encountered. The 80-90% stenosed target lesion was located in the severely tortuous and severely calcified proximal circumflex artery. Small diameter balloons were used to prepare the vessel to make a larger diameter for the 2.50mm x 10mm wolverine cutting balloon. The wolverine was used to fracture the calcium and a 3.0 x12 nc emerge balloon catheter used for dilatation. Both the wolverine and emerge devices had difficulty crossing the lesion because of the anatomy of the vessel. A 3.00 x 48mm synergy xd drug-eluting stent was advanced and the stent delivered exceptionally well. The stent was deployed for about 20 seconds. Post deployment, the stent delivery system (sds) balloon was deflated but was unable to be removed from the stent. The physician tried to re-inflate and deflate the balloon, and advance the balloon forward but it would not advance. The physician then pulled double negative with a stopcock on the sds but the balloon would not budge. Eventually, the physician lost guide catheter position and the delivery system pulled lose. The device was removed fully deflated and the procedure was completed with another of the same device. The patient showed no signs of distress at any time and no patient complications were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). The synergy xd mr us 3.00 x 48mm stent delivery system was returned for analysis. A visual and microscopic examination identified no issues with the balloon. The balloon was in a deflated state. There were traces of contrast media present inside the balloon. The stent was deployed from the balloon and was not returned for analysis. A visual, microscopic and tactile examinations identified multiple kinking along the length of the hypotube. A visual, microscopic examination identified stretching along the inner/wire lumen at various locations. The customer guidewire was loaded through the wire lumen. Attempts to remove the wire failed as the inner/wire lumen appeared to be stretched down onto the wire. An examination of the distal tip section of the device identified no issues. The device was attached to an encore inflation device. Attempts to inflate the balloon failed. The device was soaked in an attempt to dissolve any contrast media inside the device and facilitate balloon inflation. Further attempts to inflate the balloon failed. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered. The 80-90% stenosed target lesion was located in the severely tortuous and severely calcified proximal circumflex artery. Small diameter balloons were used to prepare the vessel to make a larger diameter for the 2.50mm x 10mm wolverine cutting balloon. The wolverine was used to fracture the calcium and a 3.0 x12 nc emerge balloon catheter used for dilatation. Both the wolverine and emerge devices had difficulty crossing the lesion because of the anatomy of the vessel. A 3.00 x 48mm synergy xd drug-eluting stent was advanced and the stent delivered exceptionally well. The stent was deployed for about 20 seconds. Post deployment, the stent delivery system (sds) balloon was deflated but was unable to be removed from the stent. The physician tried to re-inflate and deflate the balloon, and advance the balloon forward but it would not advance. The physician then pulled double negative with a stopcock on the sds but the balloon would not budge. Eventually, the physician lost guide catheter position and the delivery system pulled lose. The device was removed fully deflated and the procedure was completed with another of the same device. The patient showed no signs of distress at any time and no patient complications were reported. It was further reported that there was a significant bend involved in the lesion. The sds balloon inflations were performed at nominal pressure for roughly 5-8 seconds and not 20 seconds as previously reported. The physician waited until there was no contrast visible in the balloon before pulling back the device. Absence of contrast was confirmed under fluoroscopy.